Event description:
System separation-the venous line became separated from the venous luman (which was a leur-loc type connection) this happened approximately 1 hr 40 min into treatment. It was noted by a staff member monitoring other patients in that area and immediate action was taken.